Event description:
It was reported that patient death occurred. The patient presented for a percutaneous transluminal coronary angioplasty in the left anterior descending artery (lad). Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the moderately calcified lad. The 3.50 x 20 synergy stent was implanted and the patient died post stenting.

Event description:
It was reported that patient death occurred. The patient presented for a percutaneous transluminal coronary angioplasty in the left anterior descending artery (lad). Vascular access was obtained via the femoral artery. The eccentric target lesion was located in the moderately calcified lad. The 3.50 x 20 synergy stent was implanted and the patient died post stenting. It was further reported that the patient was admitted with mi (myocardial infarction) with compromised lv (left ventricular) function. The target lesion was located in severely stenosed, moderately tortuous lad. The lesion was prepared properly and pre-dilated with a semi compliant balloon. The stent was deployed at 12 atmospheres. The official cause of death was sudden cardiac arrest. Low ef(ejection fraction) and compromised lv.